Event description:
A user facility returned the olympus, model bf-260, evis lucera bronchovideoscope to olympus for repair due to a report of a leak. Upon inspection and testing of the returned device, it was noted that peeling off of the coating on the insertion section (greater than or equal to 1 square millimeter) was present. This report is submitted due to the peeling off of the coating on the insertion section (greater than or equal to 1 square millimeter). As the problem was found during in-house service of the device, there was no patient involvement.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found peeling off of the coating on the insertion section (greater than or equal to 1 square millimeter) due to deterioration. Additional evaluation findings are as follows: angulation insufficient. Insertion tube-non bending section defects. Defects of distal end. Compromised image. Air/water leak. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the stress of repeated use, external factors, or handling. It is recommended that the user facility receive instruction/ reinstruction on how to handle the device including a usage environment. Olympus will continue to monitor field performance for this device.